Event description:
New information notes that high, out of range pacing lead impedance and high capture threshold continued. The lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited an increase in pacing lead impedance and capture threshold. The patient was asymptomatic and will be monitored.